Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent. The cause of the damage could not be determined. Functional testing could not be performed due to the returned condition of the device. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed a decrease in vision. Subsequently, the lens was explanted from the patient's left eye due to lens dislocation noted twelve and a half years post implant. The lens was replaced with another model and diopter power lens. The surgeon indicated that the likely cause of the event was the lens placed in bag in 2003 with pseudoexfoliation after lens in bag dislocated, dangled by a few zonules. The patient's current status was reported as "excellent".